Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, it was observed that the monopolar curved scissor instrument was damaged and alleged "fragments come out of the body." The customer indicated observing orange shards; however, was unclear if the fragments came from the instrument. The customer mentioned the mcs instrument not being used but was concerned of debris coming out. The user continued the procedure with no other issue reported. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the surgeon clarified that an orange piece from the mcs instrument had fallen into the patient's body but the fallen fragment was retrieved in the same procedure. The surgical staff was able to confirm via visual inspection that the fallen fragments matched the mcs instrument. There were no additional surgical procedures that were required to remove the fragment. There was x-rays that were performed on the patient to confirm that there were no remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications related to a retaining a foreign object. The mcs instrument was inspected prior to use and there was no damage or anything out of the ordinary that was noted. The surgeon did not notice any issues with the functionality of the mcs instrument during the surgical procedure. The mcs instrument did not collide with any other instrument or hard material during the surgical procedure. The mcs instrument was removed during the procedure prior to the alleged breakage occurring. The surgical staff did not feel any resistance upon removal of the mcs instrument with a straightened wrist through the cannula. There was no damage that was observed. The procedure was completed using the same system.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissor (mcs) instrument for failure analysis. Inspection of the mcs instrument found the tube extensions with signs of scratch marks and abrasions measuring approximately 0.049" in length. Excessive contact with abrasive or hard surfaces during transport, reprocessing, or tip cover installation and removal are known to be the common cause of this issue. Additionally, dried residue around the clamping pulley cable groove was identified. This issue is unrelated. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.